Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t wave oversensing due to a morphological change. The technical services (ts) discussed troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported.